Manufacturer narrative:
Section b3: date of event is estimated. An infection at the patient's adapter and old ipg site was reported to abbott. Subsequently, both battery and adapters were removed. The patient was given oral antibiotics to address the issue. No explanted products were returned for analysis. As a result, a device history record was performed to review and confirm the sterility of devices. Based on the documents reviewed, the source of the infection remains unknown.

Event description:
It was reported that patient had an infection at both adapters near ipg site with noted redness and discharge. Patient was given oral antibiotics. Surgical intervention was undertaken wherein the ipg and both adapters were explanted with no complications.